Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: during which firing stroke did the event occur? At the beginning of the surgery when the doctor was going to perform the first cut did the device lock-out (no staples deployed and no cut line started)? If it is locked inside the patient or, did the device start to deploy staples and cut but could not be completed (partially fire)? The device is locked with the staple cartridge, shot only the clips staples proximal and locked. Was there any difficulty opening the device? Yes, it completely got stuck, it could be unlocked until it was removed from the cavity if yes, how was the device removed from the patient? Yes, it was taken out of the patient when trying and with the support of advisor. If yes, did the jaws eventually open? Yes, it was taken out of the patient when trying and with the support of advisor.

Event description:
It was reported that the stapler loaded with blue reload and handed up to field to surgeon. The handpiece locked and would not open. Unable to unlock and item would not fire. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r58k6k. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage with an ecr60b cartridge loaded in the device. The reload was received partially fired 1/16. The device was tested for functionality in the articulated position with the returned cartridge reload and firing sequence did not fell smooth, additionally, the reload was noted with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. This condition is consistent with a previously damaged one piece sled. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.